Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced dizziness which resulted in a loss of consciousness and fall. A family member provided food to the customer and brought them to the hospital where a blood glucose test was performed, a CT scan was done, and sutures were placed for wound treatment. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced dizziness which resulted in a loss of consciousness and fall. A family member provided food to the customer and brought them to the hospital where a blood glucose test was performed, a CT scan was done, and sutures were placed for wound treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.